Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 19 mg/dl and around 100 mg/dl 2. 22 mg/dl and around 100 mg/dl readings of "around 100 mg/dl" were not duplicated. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips; however, customer has discarded strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.